Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the artis zee multi-purpose system. The user reports sporadical unintended table movement. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. According to the customer, the system was driving towards the ceiling and it was not possible for the operator to drive down again. However, examination of the log files showed that the operator was able to use the so-called "override mode" and drive in the opposite direction at any time. The override mode described in the manual is a safety mode that allows the operator to drive out of the collision zone under his supervision and at reduced speed. The log file also shows that this safety mode has been used. It is possible that this statement only refers to the "auto mode function". With this function, previously stored positions are automatically approached as required. The "auto run" can be aborted at any time and "override mode" is also available. The error described could not be reproduced and the investigation did not give any indication of a necessary change in the software. The affected system was inspected on site by the local service organization. However, no system error could be detected. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.